Manufacturer narrative:
Investigation including root analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An ophthalmologist reported that suture was required to close the wounds in 5 out of the 7 pts that had cataract with iol (intraocular lens) implant procedures. No pt identifiers have been provided and the present conditions of the pts are unk. Additional info has been requested.